Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ breast: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side "pain, malpositioned implant and grossly ruptured". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, malposition, rupture.

Event description:
Healthcare professional reported right side "pain, malpositioned implant and grossly ruptured". Device has been explanted and replaced.